Event description:
It was reported that the vns patient was experiencing small seizure-like symptoms and underwent prophylactic generator replacement surgery on (B)(6) 2015. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2014. A battery life calculation using the available programming history showed approximately 0.6 years remaining. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the patient had benefited with vns as an effective treatment option for her seizures. The patient reported having two petit mall seizures since her referral for surgery to the date of replacement while previously being seizure-free for five years. The two reported seizures were below the patient's pre-vns baseline levels.